Event description:
A report was received that the patient was experiencing tenderness at the pocket site. The patient was successfully explanted and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical devices: model: sc-2218-70, (B)(4) and (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm. A review of the manufacturing documentation for the explanted devices found no anomalies or deviations potentially related to the event.

Event description:
A report was received that the patient was experiencing tenderness at the pocket site. The patient was successful explanted and is reportedly doing well.

Manufacturer narrative:
(B)(4).